Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: a celect-pt filter was placed with 11° of leftward tilt. Approx. One year later there was no significant filter tilt, but three primary filter legs and one secondary leg demonstrated grade 2 interactions and one primary leg and seven secondary legs demonstrated grade 1 interactions between primary filter legs and ivc. However, on multi-planar reformatted images the foot of the primary filter leg initially demonstrating a grade 2 interaction likely abutted the posterior duodenum wall, which would upgrade this interaction to a grade 3 interaction. The remaining grade 2 and grade 1 interactions are unchanged. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6): site reported grade 2 filter leg interaction with ivc on 12 month CT. At the index procedure on (B)(6) 2015 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6-<11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.9 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 11.9 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (349 days post-procedure), the 12 month post-procedure CT was completed which revealed grade 2 filter leg interaction with ivc. Patient outcome: pt remains in study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4); patient - (B)(6): site reported grade 2 filter leg interaction with ivc on 12 month CT. At the index procedure on (B)(6) 2015 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 21 mm. There was no ivc anatomic anomaly or presence of thrombus noted in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6-<11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.9 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 11.9 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (349 days post-procedure), the 12 month post-procedure CT was completed which revealed grade 2 filter leg interaction with ivc. Patient outcome: pt remains in study.